Event description:
Information received indicates the unit leaked during prime, but the device was not discarded by the user at set-up. During ECMO support, the product was cut out of the circuit and was replaced due to the reported leak. No patient complications has been reported.

Manufacturer narrative:
Analysis: visual inspection of the returned product shows the temperature monitoring adaptor (tma) port was fractured, as received. Findings from destructive analysis to remove the product outer wrap revealed moisture on the protective foam on the inlet side of the device. In order to perform mechanical testing on the unit, the broken tma port was closed. Results of pressure testing shows two separate leaks were detected around the end cap lacing cord seal (inlet side of the product). Findings from additional analysis reveal a molded component defect caused the leak. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Although requested, patient information (gender, dob) and the date of the event are unknown. Conclusion: reduced device performance occurred and was related to the reported product problem.